Event description:
Philips received a complaint by the customer on the v60 indicating that there was an internal alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The flowmeter was tested and ran for half a day with no issues found. The unit was confirmed to be tested within the limits. The device passed required performance verification tests per philips standards and was returned to service.